Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient required treatment with percutaneous coronary intervention (pci). The patient had a narrow sinus of valsalva (sov), and received a stent in their right coronary artery (rca). It is unknown if there was a causal relationship between the adverse event and the device or procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, product type: compression loading system (cls). Product ID: d-evolutfx-2329, product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5, d.4, h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no previous coronary artery occlusion. The valve dislodged and occluded the coronary ostia. The patient did not have a history of coronary artery disease.